Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had been experiencing unexplained high blood glucose levels. Customer reported having a blood glucose level of 422 mg/dl levels. Customer reported having a blood glucose level of 422 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was not provided. No further information was provided.